Manufacturer narrative:
Literature citation: takayuki g, grimmig o, soren j, dirk f. Asymptomatic dislocation of a watchman left atrial appendage occluder. Asian cardiovasc thorac ann. 2019 jun;27(5):394-395. Doi: 10.1177/0218492318805620. B3: date of event- estimated as 15 february 2019 as the event was noted at 45 day follow up and the implant date was estimated as 01 january 2019 since this date is unknown, and the article was published in 2019. D6a: implant date - estimated as 01 january 2019 since the date of implant is unknown and the article was published in 2019.

Event description:
It was reported via journal article that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was successfully implanted. During a routine 45-day follow-up transthoracic echocardiography (tte), device movement/shift was noted. The patient was hospitalized. Transesophageal echocardiography (tee) showed that the device was unsteady in the laa orifice. To prevent embolization, urgent surgical extraction, a maze operation via the left atrial approach, and external stapled excision of the laa were performed concurrently via a median sternotomy. The aortic cross clamp time and extracorporeal circulation time were 48 and 83 minutes, respectively. The postoperative course was uneventful, and the preoperative novel oral anticoagulant was ceased after three months. No further patient complications were reported.